Manufacturer narrative:
(B)(4). Product code: phx. Concomitant products: 110031399 hmrl tray std 65222061; 115316 comp rvrs shldr glnsp 920350; 010000589 comp rvrs 25mm bsplt 705700 ; 115394 comp rvs cntrl 6.5x20mm 088810; 110031424 hmrl bearing 36 mm std 65007502; 113628 comp primary stem 8mm 64877542; 180551 comp lk scr 3.5hex 4.75x20 st 564830; 180551 comp lk scr 3.5hex 4.75x20 st 754150; 180550 comp lk scr 3.5hex 4.75x15 st 910510. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the comprehensive reverse shoulder arthroplasty, the 25 mm screw did not insert correctly and became stuck. The surgeon tried to use innomed screw removal and attempted pliers and vice grips and was able to remove the screw. A burr was used to smooth the tip and left the rest inside the patient. No additional information is available. No adverse event was reported.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.